Event description:
Blood glucose measured 342 mg/dl back to back with a result of 140 mg/dl performed within one minute of each other. No actions taken within one minute of each other. No actions taken and no treatment was recieved as a result. A request was made for the return of the suspect device and replacement product was sent.